Event description:
While troubleshooting for an unrelated alarm, a home patient (hp) discovered air in the patient line of a homechoice automated pd set with cassette during fill 1 of 4. The patient was connected at the time of the event. The technical service representative (tsr) assisted the patient in ending therapy and advised the patient to restart therapy with new supplies. The tsr reviewed proper procedures with the patient. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The cause of the reported air in line was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.